Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the planned vascular treatment was being performed when the issue occurred. Which was completed by restarting the system. Customer reported to philips that the system was unable to produce x-rays. The philips field service engineer (fse) visited system onsite and could not replicate the issue. The fse waited until the clinical procedure was completed and then performed troubleshooting but could not find any issue with the system as the system was functioning as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If x-ray output issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the x-ray output issue may resolve, allowing for continuation and completion of the procedure. An x-ray output issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) with a minimum delay is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.